Manufacturer narrative:
The root cause of the reported event can be attributed to fluid entering between the patient interface (pi) and the cornea, which occurred during the docking sequence. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area in the nine to twelve hour area of the flap on the patient's right eye during flap creation. Fluid entered between the patient interface and the cornea during the flap treatment. Docking occurred on an overly wet cornea. The surgeon decided not continue the surgery and did not lift the corneal flap. The patient's left eye was completely successfully. The surgeon will bring the patient back in one month to operate on the right eye.